Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the system was stuck in standby mode for about 8 minutes. The site held down the power buttons and performed a hard shutdown. They waited a few moments and powered on both systems and were able to continue. There was a reported delay of less than one hour. There is no known impact on patient outcome.